Manufacturer narrative:
Additional information: h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection was performed, and a separation was observed between the tubing and the second y-site clearlink in the upstream part. The reported condition was verified. Dimensional test was performed to the tubing and the tubing was according to product specifications. The cause of the condition was due to an incorrect solvent application during manual assembly. The solvent had not been applied to the entire circumference of the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set "fell apart" at the y-site during priming. There was no patient involvement. No additional information is available.